Event description:
It was reported that during the procedure the subject catheter was broken at its proximal third end during use. The subject device was replaced. No additional information is available.

Event description:
It was reported that during the procedure the subject catheter was broken at its proximal third end during use. The subject device was replaced. There were no patient consequences.

Manufacturer narrative:
D4 expiration date: updated d4 gtin: updated d9 product available to stryker: updated d9 returned to manufacturer on: updated h3 device evaluated by mfg: updated h4 manufacturing date: updated b5 executive summary: updated f10/h6 clinical signs code grid: updated f10/h6 health impact code grid: updated due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject catheter shaft was broken/fractured 91.2cm from the proximal end of the proximal shaft. The catheter tip was intact. The catheter hub was intact. The functional inspection was not required as the defect was confirmed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported event was confirmed based on analysis. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported "broken during use at its proximal third." No relevant additional information was received from the customer. The device was returned for analysis; the subject catheter shaft was fractured 91.2cm from the proximal end of the proximal shaft. Based on a review of all available information and the analysis of the returned device it is probable the event occurred due to some procedural factors during the procedure. The observed damage to the shaft suggests that the device may have sustained damage during manipulation in the course of use. The as reported/as analysed 'catheter shaft broken/fractured during use' will be assigned a probable assignable cause of procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.